Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with two 700cc mentor memorygel, silicone breast implant has experienced unexplained systemic symptoms postoperatively, including stomach related issues, bloating, changes in sensitivities to smell, allergies, itchiness, skin irritation, lethargy, and no energy. The patient reported that has seen numerous medical professionals. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on june 07, 2022 indicated that the patient scheduled for bilateral removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).